Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred during a bolus delivery. The customer reported a blood glucose (bg) level of 380 (mg/dl). The customer changed the pump supplies; however, during the fill tubing process, no insulin was observed exiting the tubing after 35 units of insulin was delivered. The customer reverted to manual injections for diabetes management and to address bg levels.